Event description:
It was reported that the ilet generated recurring restart alerts and an insulin shaft encoder failure alert while the user¿s blood glucose was elevated at 377 mg/dl; the user had been reusing old supplies, and a replacement ilet was arranged. Symptoms included hyperglycemia. Outcomes included transient interruption of insulin delivery. Investigation included customer interview, review of device alerts and labeling with education on proper single-use supplies, device replacement logistics, and receipt and inspection of the returned device. Investigation of this case revealed an insulin shaft encoder failure alert consistent with an insulin delivery subsystem malfunction, with contributing use of reused consumables that can affect device performance. It was concluded that the cause was a device-related malfunction of the insulin drive encoder.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.